Event description:
Pt was sitting for an epidural, injection being given to anesthetize the site. Needle would not withdraw easily. Anesthesiologist waited for the patient's contraction to subside and repositioned the pt. While trying to gently extract the needle, he felt it snap. Only the portion of the needle attached to the syringe withdrew. Pt was taken to the or to remove the remainder of the needle. Physician initially wondered if he had hit the spinous process, however, the piece of needle was found in the muscle and subfacial space and not the bone. Two possible lot numbers are included - it is unknown which the actual needle was from (second expiration date is 8/2012).